Event description:
It was reported that the patient developed because the patient was picking at their incision following implant. The entire system was explanted. There was no erosion or any other patient symptoms beyond infection. The patient was stable before, during and after the procedure.